Event description:
According to the event description: according to the user, an unintended bolus is being triggered by the device. Upon further inquiry, this bolus is not shown on the display. I calibrated the device and, during my inspection, was unable to identify any malfunction or defect of the device.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030004. The history files were read out and analyzed. The customer specifies 2026-03-05 as the date of the incident. 2026-03-05 at 13:10 an ops 50ml syringe was selected. The syringe was filled to approx. 56ml. The user selected the medication "ultiva". Based on the additional inputs entered by the user, and particularly the dose of 6 micrograms/minute, the pump calculated a flow rate of 954 ml/h. The therapy with dose calculation started with a delivery rate of 954ml/h at 13:52. At 13:53, the therapy was terminated by the user. 10,16ml were infused in total. No abnormalities can be found in the device history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, all cover caps of the screw pillars were available and undamaged. A technician or production seal was missing. The device showed age related signs of wear and tear, but no damage could be detected. Functional inspection: a functional test was performed. The device passes the self-test. A b.braun 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,77%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the specification of the device. The device was disassembled, and the inside was investigated. No damage or soiling could be found. The defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Based on the device history, it could only be determined that the user selected the medication "ultiva". Based on the additional inputs entered by the user, and particularly the dose of 6 micrograms/minute, the pump calculated a flow rate of 954 ml/h. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.